Manufacturer narrative:
This report is for the same event as manufacturer report number: 2937094-2018-00792

Event description:
It was reported that, with 0 joules expended, the tip of the fiber detached upon introducing the fiber into the resector at the fiber port. The fiber was exchanged, and the second fiber, with 0 joules expended, exhibited the same issue. The tips of the both fibers were cleaned during the procedure. The third fiber was utilized to complete the procedure. There was no patient injury reported during the event. This event is for the second fiber.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap is fractured at the uv glue zone; the glass cap distal part is detached and not returned; the heat shrink tubing open end wall exhibits minor scratch marks. Probable root cause: based on the device analysis, the probable root cause of the failure is: undeterminable. Review of lot 21387802 DHR did not indicate any failures upon final inspection.